Event description:
The user facility reported that during use of the excalibur plus pc electrosurgical unit (60-6250-001) along with an unidentified electrosurgical disposable pencil and a magnetic dispersive electrode pad 3m in a carotid endarterectomy vascular surgery, the patient reportedly sustained a severe burn to his face. As reported, the surgical site was prepped with an unknown alcohol agent and oxygen was also being administered through nasal prongs at 5 l/minute. The incident allegedly occurred at the beginning of the procedure presumably when the disposable pencil was activated resulting in a second degree burn to the patient's face and nostril respiratory tract. The burn was treated with hydrasense and ointment and the patient's current status is stable. Further information received from the user facility also indicated that there was a consultation with a plastic surgeon. The outcome of this consultation is not available at this time. If additional information regarding the patient's latest condition is received, it will be provided in the follow-up and final report.

Manufacturer narrative:
One excalibur plus pc esu was returned to the conmed service center for evaluation. The esu was evaluated and testing found the unit was within specifications with exception to the bipolar cut mode. Other than that the unit performed as intended with no problems noted. The device was manufactured 08-oct-2001 with no service repair history found. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have contributed to this issue. Also, of this lot containing 130 units there were no similar complaints received for this item and lot combination. The investigation of this reported event has revealed that the surgical site was prepped with an alcohol based prep which is highly flammable. It was also learned that the patient was being delivered oxygen via an oxygen nasal cannula, creating an oxygen enriched environment at the surgical site. Based on this provided information, it is believed that "user error" was the most likely cause of this reported incident. The esu operating manual warns that, "these devices should never be used when: in the presence of flammable gases, flammable prep solutions, or drapes, oxidizing gases such as nitrous oxide(n20) or in oxygen-enriched environments." Per the ast, association of surgical technologists, recommended standards of practice for skin prep of the surgical patient, "alcohol or alcohol-based solution must be allowed to thoroughly dry prior to the placement of the drapes in order to avoid the fumes building up under the drapes and being ignited, particularly if electrosurgery or a laser will be used." It is unknown if proper drying time was adhered to prior to the surgical draping of the patient. The aorn, association of perioperative registered nurses, perioperative standards and recommended practices, section on recommended practices for preoperative patient skin antisepsis, recommendation viii, states, "if a flammable skin prep agent is used, additional precautions should be taken to minimize the risk of a surgical fire and patient burn injury. Using flammable skin prep agents in the operating room or procedural area poses a serious risk of fire because of the common use of ignition and heat sources (e.g., electrosurgery, lasers, drills, fiberoptic cables)". Under this same section, recommendation viiie reads, "the prep agent should be allowed to dry and vapors to dissipate before application of an incise drape or surgical drape, or use of electrosurgery, laser, or other heat source. The prep agent remains flammable until completely dry. Vapors occurring during evaporation are also flammable. Trapping of solution or vapors under drapes increases the risk of fire or burn injury". Drying time for the skin prep was reported as three (3) minutes; however, the patient was surgically draped with standard thyroid drapes immediately following the surgical prep (during the prep drying time). The combination of the alcohol based prep (fuel), oxygen delivery via nasal cannula (oxygen) and the spark from an electrical pencil (ignition source) create the triad needed for a resultant fire. The excalibur plus pc electrosurgical unit has been designed to provide monopolar cutting and coagulation capabilities, also in addition to both bipolar coagulation and cutting capability. To reduce the risk of fire and patient injury the operation manual for the excalibur provides the following precautions and warnings. - safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with this equipment be read, understood, and followed in order to ensure safety and effective use of the equipment. - these devices should never be used when; in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen rich environments. - the output power selected should be as low as possible and activation times should be as short as possible for the intended purpose. - the risk of igniting flammable gases or other materials in inherent in electrosurgery and cannot be eliminated by device design. Some materials, for example, cotton, wool, and gauze, may be ignited by sparks produced in normal use of an electrosurgical unit and electrosurgical pencil.